Manufacturer narrative:
The insulin pump had ghosting display when pressing the buttons, anomaly isolated to the lcd board. It also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 170 mg/dl. The customer stated that he is able to see the main menu screen but when pressing the act button, the screen turns black. He stated that the device was not dropped and was not exposed to extreme temperatures or moisture. He was advices to stabilize at room temperature; the black screen did not disappear. The device was replaced and returned for analysis.